Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt) procedure performed on (B)(6) 2009. According to the complainant, the patient experienced repetitive urinary tract infections. She also had pain in the pelvis, hip, leg, bladder and buttocks. Reportedly, the bladder does not completely drain.